Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
The device was returned. Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. No leaks noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming, the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3100 with lot crbddc, conformed to the specifications when released to stock on the 17th march 2014. No root cause could be determined as the valve functioned as expected. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Ventil defect. Revision surgery was necessary in order to change to a new one.